Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side ¿opened a sizer in the or and placed it in the patient, without being punctured by anything, the sizer broke". There was no harm to the patient. Healthcare professional later reported "the implant was ruptured" and "the shell was destroyed and silicone was spilling out/the implant fell apart". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿opened a sizer in the or and placed it in the patient, without being punctured by anything, the sizer broke". There was no harm to the patient. Healthcare professional later reported "the implant was ruptured" and "the shell was destroyed and silicone was spilling out/the implant fell apart". Device was not implanted.